Event description:
Per the audiologist, the pt's device was explanted in 2008, due to infection. Reimplantation is planned in approx six weeks (date not reported).

Manufacturer narrative:
This is a final report, filed august 13, 2008.